Manufacturer narrative:
The device serial number was not provided. Per field service engineer, he unit is out of warranty and the customer doesn't want to pay for the repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is giving a warning light and alarming. The customer reported that the unit was in use on patient, but there was no patient harm reported.